Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified concentration of saline. It was reported that during priming prior to patient use, an unspecified volume of solution leaked through the reported bubbles trap chamber. No specific details were provided. The tubing set was replaced. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.